Event description:
Teleflex medical customer svc reported an end-user alleges, that the skin stapler jammed. No pt injury or medical intervention was reported.

Manufacturer narrative:
Since a prod sample has not been returned and the lot # is unk, we are unable to conduct an investigation and determine root cause related to this reported issue for this device. The reported condition was investigated and corrective actions have been implemented.